Event description:
Boston scientific received information that the monitoring voltage of this cardiac resynchronization therapy defibrillator (crt-d) had decreased from 2.75 v to 2.63 v since the last device check. The charge time had increased from 7.7 seconds to 17.7 seconds over the same period. The caller was concerned over what they believed was a significant change in device measurements. Subsequent information indicated that the device has been explanted and returned for reliability analysis.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.